Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was exhibiting intrinsic amplitude and far field oversensing. Technical services (ts) was consulted and explained the device appears to be crosstalk ok the right ventricular (rv) lead and recommended reprogramming. Ts confirmed the device getting appropriate reading. The device remains in service. No adverse patient effects were reported.